Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Customer also reported pump error 4 but the alarm was cleared. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 219 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device passed displacement test and self test. Software error detected noted in the formatted history file due to software error. Device passed the sleep current measurement and active current measurement. No failed battery test alarms or blank display noted during testing. Device functioning properly.